Event description:
The event involved a 7"(18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported patient to unit with new IV, leaking, came unhooked at hub, and was bent when discontinued. There was patient involvement and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. A lot number was provided. A device history lot review is pending.

Manufacturer narrative:
Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.